Event description:
During initial assessment of a returned homechoice machine, a baxter technician found an increased intra-peritoneal volume that was identified in the logs that occurred on date (B)(6) 2011 at 21:57:23 with ultrafiltration reading of 1513ml during cycle 2, indicating the home patient (hp) drained 1513ml more than their maximum programmed fill volume of 2300ml. There was patient involvement but no patient injury or medical intervention indicated. This event meets overfill criteria. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). (B)(6). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. The reported difficulty of an iipv event was confirmed through event history log review. The assignable cause was determined to be insufficient drain- inappropriate programmed minimum drain volume percent was set too low. If any additional information is received, a follow-up will be sent.